Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported after she wore a tampon approximately four to five hours, upon removal the string pulled out of the pledget with a piece attached leaving the remainder of the tampon inside her vaginal cavity. She manually removed the remaining tampon pieces. She contacted her doctor's office after this occurred and was told to watch for any symptoms and to monitor her temperature. She did not experience any symptoms or adverse health effects.